Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose level was unknown. Troubleshooting was performed and noticed fluid under the screen. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.